Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that inflation failure of the balloon occurred. A 2.75x8mm promus element plus stent delivery system was selected to treat the lesion. They were not able to inflate the balloon. The device was removed completely from the subject. The procedure was completed with another of the same device. No patient complications were reported and patient's status was well. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. Blood was inside the inflation lumen indicating a leak was present at time of the procedure. A visual and microscopic examination found that foreign matter (fm) measuring approximately 2mm in length was lodged into the outer lumen just proximal to the bicomponent bond causing damage and a leak. It is unlikely this fm was on the device during preparation or insertion into the patient given the size and proximity to the balloon making it easily detectable. Moreover it is unlikely that the leak was present during preparation as it would not have been possible to apply a vacuum. Therefore the damage most likely occurred inside the guidecatheter during advancement of this device. An attempt was made to inflate the device to confirm the leak site, but this was unsuccessful due to solidified blood inside the inflation lumen. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent was damaged at the proximal end. Struts on the most proximal row were lifted upwards. This type of damage is consistent with the stent meeting resistance upon withdrawal. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).